Manufacturer narrative:
Additional information received from the local area sales representative indicated that a device changeout procedure had not yet been scheduled. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. The device was interrogated and it was discovered that elective replacement indicator (eri) had been declared. The monitoring voltage was 2.66 volts and the charge time measurement was 25.6 seconds. A boston scientific technical services consultant recommended device replacement. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. There have been no additional adverse patient effects reported as a result of the procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.